Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their device wasn't working anymore and they needed to see what they could do with a new doctor regarding the implant, but patient lost all their info and the office kept asking for certain info. Agent asked, patient said the device didn't charge like it used to and the device kept shocking them when it wasn't supposed to be. Patient said the issue had been going on for a while now and they couldn't handle it anymore, so they were looking for other options. When asked for event date, patient stated they didn't know the device could do that and that they had been reporting the issue to their doctor for a couple years, but they hadn't known if the issue was happening because it was kind of like being shocked if you touched an exposed wire, but sometimes muscles kind of feel like that anyways so they didn't realize it was the device until they were told that could happen. Patient asked implant dates and implanting doctor. When agent reviewed implanting doctor on file, patient mentioned they didn't remember the name as they were in so much pain back then. Agent asked if patient needed physician listings as patient didn't have a current managing doctor, but patient said they were going to try and go to a hcp who was close to their home. The patient was redirected to their healthcare provider to further address the issue. Agent documented information given during the call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.